Event description:
Primary tubing set issue: downstream occlusion alarm immediately when the chemo was started. The y-site or male luer lock adapter valve was clogged or would not infuse through. Y-site where the short set attaches to. The patient did not require pre-meds because he took dexamethasone at home. Drug was docetaxel. Nurse changed out the whole primary set, connected the short set to the new primary tubing and the chemo was able to infuse.